Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider reporting that the paresthesias is normal during programming sessions. The cause of the issue and tingling was stimulation induced parasthesia. Actions/interventions included changing the settings/reducing amplitude of the stimulation to alleviate the tingling and programming dates were (B)(6) 2019. The issue of the tingling has been resolved. They stated this device was implanted however records show it was replaced.

Manufacturer narrative:
Date of event: date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that they kept telling the healthcare provider that something was wrong with the device. Patient reports they were having a little tingling. No further complications were reported or anticipated with this event.